Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to reproduce the reported malfunction. The se performed extended self testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator touch screen was inoperable. The on/off button and the "alarm stop" buttons were pressed multiple times unsuccessfully. There was no patient involvement.